Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to perforation. An attempt was made to implant this rv lead with various positions were performed and good values was unable to be obtained, a dropped in blood pressure was observed leading to a suspicion of lead perforation. Echocardiography was performed which led to suspicion of blood retention. Blood was drained, blood pressure rose, the procedure was then discontinued, and the patient was admitted to the hospital. This rv lead procedure was unsuccessfully implanted. No additional adverse patient effects were reported.